Manufacturer narrative:
Method: review of production and quality system records. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the mp-reconstruction hip-stem also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Postoperative fracture of the mp-reconstruction hip-stem. Explantation was required.